Manufacturer narrative:
Analysis found that they were unable to perform temperature test as blade is not rotating. Found the handpiece cosmetically ok. Connector has dent. Hi-pot test fail. Blade/bur not rotating. Motor cable assembly found faulty and it need to be replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the handpiece overheated in less than a minute and blade was not rotating prior to the fess (functional endoscopic sinus surgery) procedure. The handpiece was not used. There was no troubleshooting done. There was a back-up device used. There was no patient involvement.